Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis and subsequently the patient passed away coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy solution. Three days after the onset of peritonitis, the patient was hospitalized for the peritonitis event. On an unreported date during the month of hospitalization the patient was treated with vancomycin (dose, frequency, route and duration not reported) and gentamicin (dose, frequency, route and duration not reported). Eight days after hospital admission the patient passed away. Antibiotic treatment was discontinued on an unreported date prior to death. The cause of death was reported as peritonitis. It was not reported if an autopsy was performed. The patient was not connected to the homechoice device at the time of death and had discontinued pd therapy prior to death. All available information was obtained.